Manufacturer narrative:
Additional information found in tab b. Annex f code updated. Investigation: device was not returned for investigation. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of other with lot 3274956 regarding item #(B)(4). Based on DHR reviewed there were no abnormality during production run. The product has been sterilized by ethylene oxide, tested, and inspected. The product release passed the biological indicator (bi) acceptance criteria. No root cause could be established for this reported. Complaint received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information: customer replied on 07-may-2024, there was no serious negative patient outcome due to the hemolysis we noticed. Hemolysis affects primarily certain test results, so this can interfere with a correct diagnosis.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. Tuas is not an available selection.

Event description:
It was reported that bd nexiva increase in hemolysis of blood samples. The following information was provided by the initial reporter: about the same time as this change of catheter, we found an increase in slight hemolysis in blood samples, taken by this catheter.

Manufacturer narrative:
Based on DHR reviewed there were no abnormality during production run. The product has been sterilized by ethylene oxide, tested, and inspected. The product release passed the biological indicator (bi) acceptance criteria. No root cause could be established for this reported. Complaint received for this device and reported condition will continue to be tracked and trended.

Event description:
Significant hemolysis increases after switch to nexiva. The customer is seeing an increased hemolysis rate after switching to the nexiva catheter on ER. They are already using anti-hemolysis tubes. Products involved are: 383662, 383537.